Event description:
Info received that the head up was not working with buttons or manually. No injury reported.

Manufacturer narrative:
Tech found the head up was not working with buttons or manually. Isolated the problem to stuck head up valve. Replaced the headup valve to resolve this issue. Bed located in bed shop.